Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that few months ago, this pacemaker's longevity showed two years and recently the device reached elective replacement indicator (eri). Moreover, it was not known if the right ventricular auto capture (rvac) was turned on recently, as it was turned on a month ago. Boston scientific technical services (ts) then explained what would happen if rvac was programmed on late in device life. The pacemaker was explanted and will be sent back for further investigation. No additional adverse patient effects were reported.

Event description:
It was reported that few months ago, this pacemaker's longevity showed two years and recently the device reached elective replacement indicator (eri). Moreover, it was not known if the right ventricular auto capture (rvac) was turned on recently, as it was turned on a month ago. Boston scientific technical services (ts) then explained what would happen if rvac was programmed on late in device life. The pacemaker was explanted and will be sent back for further investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Thi report is being filed to correct the b2: outcomes attrib to adv event.